Event description:
The customer reported that the insulated sleeve on the device rolled off when the instrument was being pulled through the trocar. The insulation was retrieved from the pt abdomen. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.